Event description:
Unomedical reference number (B)(4). Event occurred in the united states , on (B)(6) 2024, it was reported that the one infusion set was leaking at the site and came off. The infusion set is long for 1 day. The blood glucose level was 158 mg/dl and it is high when bolus pump is using for 48 hours. No further information available.

Manufacturer narrative:
(B)(4).